Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had drive manifold test fail. There was no patient involvement.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was duplicate of complaint (B)(4) one support (B)(4). Making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.